Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the aliquot drain and probe. The cse also performed a service method testing on servers 1 and 2. The cse then verified that the drain vacuums were functioning properly and ran a quick check and quality control, which were acceptable. The cause of the discordant, falsely low ecrea results on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely low enzymatic creatinine (ecrea) results were obtained on one patient sample upon initial and repeat testing on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument and on an alternate dimension vista instrument, resulting higher both times. The repeat result obtained on the alternate dimension vista instrument was reported to the physician(s). There are no known reports of patient intervention or adverse health consequence due to the discordant, falsely low ecrea results.